Event description:
Caller reported a past minimum fill notification issue, which had been resolved by the time of the call. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The caller resolved the issue by filling and loading a new cartridge and replacing the infusion set with the cartridge, while no issue was reported with the infusion set. Replacement infusion sets or cartridges were requested, and customer technical support will send the replacements. The caller successfully loaded a cartridge onto the pump and resumed insulin.